Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured between july 24, 2020 to july 25, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva tpn bag leaked prior to use. The reporter stated they could not confirm a location of the leak, however moisture was found on the bag. The bag contained high sodium preterm parenteral nutrition solution. It was further reported the aluminum foil port cover was not in the overpouch. There was no patient involvement. No additional information is available.